Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating only the right breast prosthesis had deflated. The left breast prosthesis was intact. The replacement device were identified as a mentor smooth round moderate plus profile 600cc, catalog number 3502600, serial number (B)(4) (r) and a mentor smooth round moderate plus profile 550cc, catalog number 3502550, serial number (B)(4) (l). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile breast implants 425cc (l) and 475cc (r) and experienced bilateral deflation. As a result, the patient underwent removal on (B)(6) 2019. This report is for the left side.